Event description:
There was a small cut on sophie the giraffe's head. I paid no attention to this until I noticed small white pieces falling out. They are hard, like ceramic possibly. Not sure what this is. I noticed the cut prior to the pieces coming out. I informed the company. Document number: (B)(4). Report number: (B)(4).